Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the reported infection was not related to the design, manufacture, and/or sterilization of revised eleos implants.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 56-year-old male patient with an eleos total femur replacement underwent a revision on (B)(6) 2024 due to an alleged infection.